Manufacturer narrative:
On the 19 december 2019 we were informed that the devices involved are not available.

Event description:
On the 19 december 2019 we were informed that the devices involved are not available.

Event description:
During the primary spine surgery, the surgeon complained that the must locking tower assembly did not properly reduce rod or lock the screw from a polyaxial to monoaxial screw. This process of locking the screws, reducing the rod, and locking the set screw caused a considerable delay in surgery. The surgeon continued using the rod and alternating screws and the reduction instrument randomly many times until the surgery was complete. There was a 30-minute delay in the case. The surgery was completed successfully.